Event description:
It was reported that the implantable pulse generator (ipg) battery reached premature battery depletion due to high and unstable thresholds on the right atrial (ra) lead and the right ventricular (rv) lead. The ipg, ra lead, and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.